Event description:
It was reported that the patient presented to the emergency room, and device interrogation revealed low pacing impedance and high capture threshold on the right ventricular (rv) lead. Insulation damage was noted on the rv lead. On 4 feb 2026, the physician elected to cap the rv lead and replace it with a new one. The patient's condition was stable.